Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. (B)(6). The actual sample was received for evaluation. A visual inspection was performed and a black embedded particle was present in the face of the bag. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed within the wall of the all-in-one container. This was observed after filling. There was no patient involvement. No additional information is available.